Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes stored as ams were observed. The noise episodes were able to be reproduced through isometrics. Sensitivity has been increased in an attempt to reduce inappropriate ams due to noise. The patient was asymptomatic. The patient will be set up for home monitoring. Lead remains implanted.